Event description:
Technician alleged that the hi low was drifting. No injury reported.

Manufacturer narrative:
The technician cleaned the hi/low drive assembly to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.